Event description:
It was reported the patient experienced a return of fecal incontinence. High impedances were measured and as a result, the lead was to be replaced. During the explant procedure, the lead was broken and partially explanted. The fragment was abandoned in the patient¿s body. It was stated the physician decided to implant a new lead and connected it to the implantable neurostimulator still in use. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).